Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063288. It was reported the tubing is cracking/separated underneath the safety clamp when inserted into alaris pump. Customer email rcvd 26 aug 2020:to clarify: what are the two dates you are talking about? You gave me three dates ((B)(6) ). Or did two things happen on the same one of those dates for a total of four occasions? Two issues happened on (B)(6) 2020 and then another on (B)(6) 2020. Sorry for the mixup. Do the five different tubings all have the same material/product number and lot number? Yes. It will help me to document in our database. Also, will you please label each tubing carefully so those who receive it will understand why you return them and, yes, it is ok to send in the same box. Happy to do so! Information request 1_customer response: are you able to give a specific date/time for this instance that happened? Yes. It happened on (B)(6) . Was there any leakage from the tubing or was it dry ¿ ready to be primed? It was dry and ready to be primed. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? No harm to patient just wasted medication.

Manufacturer narrative:
No photos or sample were received from the customer. The complaint that the tubing is cracking/separating underneath the safety clamp when inserted into alaris pump could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500, lot number 20063288 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063288. It was reported the tubing is cracking/separated underneath the safety clamp when inserted into alaris pump. Customer email rcvd 26 aug 2020:to clarify: what are the two dates you are talking about? You gave me three dates ((B)(6)). Or did two things happen on the same one of those dates for a total of four occasions? Two issues happened on (B)(6) 2020 and then another on (B)(6) 2020. Sorry for the mixup. Do the five different tubings all have the same material/product number and lot number? Yes. It will help me to document in our database. Also, will you please label each tubing carefully so those who receive it will understand why you return them and, yes, it is ok to send in the same box. Happy to do so! Information request 1_customer response: are you able to give a specific date/time for this instance that happened? Yes. It happened on (B)(6). Was there any leakage from the tubing or was it dry ¿ ready to be primed? It was dry and ready to be primed. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? No harm to patient just wasted medication.